Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was down. There was no patient involvement. Additional information was received. It was reported that there was no led light on the camera and it could not detect instruments.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: psu kit 9735339 spectra rohs. A medtronic representative went to the site to test the equipment. The system was rebooted. The navigation system then passed the system checkout and was found to be fully functional. (B)(4).\ apply to the system checkout. If information is provided in the future, a supplemental report will be issued.